Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 240 mg/dl with high ketones; cause unknown. Additionally, the customer reported pain in knees and ankle and diabetic neuropathy. Bg was addressed with a manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.